Event description:
The technician alleged that the bed had no cardio pulmonary resuscitation function. No patient impact.

Manufacturer narrative:
The technician found the cardio pulmonary resuscitation actuator separated from the manifold. The technician attached the cardio pulmonary resuscitation actuator to the manifold to resolve the issue.